Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was treated with injection vancomycin intraperineally (ip) (1gm, once in 4 days) and injection fortum ip (1gm, once per day) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.